Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the grid on the image intensifier was damaged and was replaced, the sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the sys 9800's c-arm was raised while beneath the table damaging the image intensifier. There was no adverse pt involvement reported. There was no pt info reported.